Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was having an MRI for encephalopathy. It was unknown if it was related to the device or therapy. Location of the symptoms were the brain. No further complications were reported or anticipated with this event.